Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured and ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included menstruation irregular. Concomitant products included medroxyprogesterone acetate (depo provera) and metronidazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches,"), feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joints pain"), rash ("rashes/acne/ rashes or skin conditions type: ashes") and acne ("rashes/acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, feeling abnormal, mood swings, depression, anxiety, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, pelvic pain, abdominal pain, back pain, arthralgia, rash, acne, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side with 2 trailing coils being visible and then on the left side with 4 trailing coils being visible. Hysterectomy (partial) performed, date of explant not provided. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: urine test was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet received. Insertion date updated. Product information details updated. Other relevant history updated. Events: bladder disorder, urinary tract disorder were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured. Previously administered products included for an unreported indication: iud. Concurrent conditions included menstruation irregular. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches,"), feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joints pain"), rash ("rashes/acne") and acne ("rashes/acne") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, feeling abnormal, mood swings, depression, anxiety, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, pelvic pain, abdominal pain, back pain, arthralgia, rash and acne outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side with 2 trailing coils being visible and then on the left side with 4 trailing coils being visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2009: urine test was negative. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received case becomes incident. Previously reported event injury nos replace with new events: infection (other) describe: pelvic inflammatory disease, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, neurological conditions or problems type: brain fog, mood swings, depression, anxiety, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, pelvic pain, abdominal pain, back pain and joints pain, rashes/acne were added. Essure indication and patent date of birth was updated. New reporter, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.